Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) via a manufacturer representative (rep) reported that a lead was implanted on (B)(6) during a second implant procedure, it was determined that the lead was too high. A lead revision was performed to resolve the issue. No medical symptoms were reported. No further complications are anticipated. The patient was implanted for movement disorders

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the lead was initially placed where it was wanted, but they did not like the patient's functionality testing so it was decided to change the placement.

Manufacturer narrative:
Analysis of the lead found no anomaly. The lead passed all functional testing. If information is provided in the future, a supplemental report will be issued.